Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had a damaged ceramic tip, damaged sealing ring, and missing fixing screws. The event occurred during preparation for use. The intended procedure was a therapeutic intrauterine electrocision surgery. The procedure was finished with a similar device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. One device sample was returned for evaluation. During visual inspection, the reported issue was confirmed; the connecting tube was broken off. The lot number information was not provided; without this information, the relevant device history record could not be reviewed. The device instructions for use document was reviewed. Review showed the following relevant instruction for detection of this issue in chapter 9- preparation and inspection: "1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." The investigation determined that the issue could have been caused by application of force in the incorrect direction. However, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.